Event description:
It was reported that this patient's device was at 20% battery approximately four months ago. The device has recently reached end of life and was exhibiting battery depletion (bd) code. Replacement was recommended, however the device remains in service. No adverse events. This supplemental report is being filed to provide additional information that the device was explanted.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found end of life (eol) battery status on january 13, 2021. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this patient's device was at 20% battery approximately four months ago. The device has recently reached end of life and was exhibiting battery depletion (bd) code. Replacement was recommended, however the device remains in service. No adverse events.

Manufacturer narrative:
This supplemental is being provided to add additional information.

Event description:
It was reported that this patient's device was at 20% battery approximately four months ago. The device has recently reached end of life and was exhibiting battery depletion (bd) code. Replacement was recommended, however the device remains in service. No adverse events. This supplemental report is being filed to provide additional information that the device was explanted.